Manufacturer narrative:
One device was returned for analysis. Visual inspection found a damaged downstream occlusion seal. A functional test was performed and the reported issue was duplicated. The probable cause of the reported issue was due to the software version. As a result, the downstream occlusion seal was replaced, and the downstream/upstream sensors were recalibrated. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was over-infusing. There was no patient involvement.